Event description:
It was reported by service report that the fowler will not raise and lower. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Fowler.